Event description:
It was reported that during a shift check, the autopulse platform did not power up using multiple batteries. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/11/2015 for investigation. Investigation results as follows: visual inspection was performed and found that the front enclosure was damaged. From the condition of the platform, the damage appeared to have been due to wear and tear. During functional testing, the reported issue was observed once; however, it was resolved after power cycling the platform. No mechanical issues were identified with the platform that may have caused or contributed to the problem. Functional testing was continued with a test manikin for 10 minutes, with no further problems encountered. Although no mechanical issues were identified with the platform, the power distribution board was replaced as a precaution. Review of the platform's archive data showed that the platform displayed an under voltage (<18 v) message on the reported event date, indicating that this battery likely did not have sufficient voltage to power the platform on for later use on the same day. A review of the platform's archive did not indicate any issues with battery management. Although the archive data indicated the use of an under voltage battery, the data showed that all batteries used with this platform were being properly managed with a sufficient amount of test cycles. Based on the investigation, the parts identified for replacement were the front enclosure and the power distribution board. In summary, the reported complaint was confirmed during functional testing. Although inspection of the device did not identify any mechanical issues which could have caused or contributed to the device not powering on, the power distribution board was replaced as a precaution. Following service, including replacement of the power distribution board and the damaged front enclosure, the device passed all test criteria.